Manufacturer narrative:
A REVIEW OF THE DEVICE HISTORY RECORD HAS BEEN INITIATED. IF ANY NEW, CHANGED OR CORRECTED INFORMATION IS NOTED, A SUPPLEMENTAL MEDWATCH WILL BE SUBMITTED. FURTHER INFORMATION FROM THE REPORTER REGARDING EVENT, PRODUCT, OR PATIENT DETAILS HAS BEEN/WILL BE REQUESTED. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME. REASON FOR REOPERATION: RUPTURE.

Event description:
HEALTHCARE PROFESSIONAL REPORTED "RUPTURE". THIS RECORD IS FOR THE LEFT SIDE. THE DEVICE WAS EXPLANTED.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "inspected for hemostasis". This record is for left side. The device was explanted.

Manufacturer narrative:
Additional, Changed, and/or Corrected Data: D.9, H.3, H.6.Device Evaluation: Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: Rupture: Observed an opening through microscopic inspection assessed as Surgical Damage. No further actions are required as it is not related to the manufacturing process.None of the other observations performed during the device analysis Creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.